Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead failed to pace. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil severely over-torqued at the connector region with one filar of the inner coil broken consistent with procedural damage. Electrical testing found no indication of conductor fractures. Shorting was found between conductors due to the inner coil being severely over-torqued at the connector region. The cause of failure to capture was isolated to over-torque of the inner coil.